Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the distribution board was replaced. The unit was returned to service at the user facility without issue and without reoccurrence of the event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burn damage to the distribution board. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had burn damage at a cable connection on a distribution board. The burned damage on the distribution board was noticed during machine repair after the machine initially alarmed with a v104 error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 4,390 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board. The biomed replaced the distribution board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The distribution board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.